Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mixed race (caucasian, hispanic/latino) female patient who underwent a breast augmentation (left: primary, right: revision) with a 600cc mentor memorygel breast implant (right) and an unspecified mentor smooth gel breast implant (left) experienced right-sided rupture and left-sided wound infection and capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. Due to the left-sided infection, the patient underwent bilateral removal without replacement on (B)(6) 2017. Upon explanation, the right implant was observed to be ruptured. The event date was estimated as (B)(6) 2016 based on available information. This report is for the right-sided prosthesis.